Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, undersensing leading to pause episodes was observed. There were no adverse consequences to the patient. Patient was stable.

Event description:
New information recieved notes that no intervention was performed. Patient was stable and will continue to be monitored.